Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the perclose proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss of the anterior foot plate was noted. The lever was returned to its original position and the foot was closed prior to removal of the proglide device. The guide wire was reinserted and removal of the proglide device was attempted; however, slight resistance was noted. Force was not applied during removal of the proglide device. The device was slightly twisted to allow for retrieval and a high flow of blood was observed upon removal of the proglide device. A second proglide device was introduced but was not deployed as blood appeared to be gushing around the proglide sheath hinting that the access hole had been torn. As soon as this was observed a 6fr sheath was reintroduced and manual arterial compression around sheath was applied. It was determined that the best way forward was to perform a cut down and progress forward with the tavi procedure as the lcfa was severely calcified. Hemostasis was achieved via surgical suturing. The physician was unable to determine if it was the 6f sheath or the proglide device was caused the vessel damage; however, it was confirmed that the second proglide device did not contribute to the issue as the high flow of blood was already evident when removing first proglide device. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.